Event description:
It was reported that the gastrointestinal videoscope could not be recognized. This occurred during preparation for use. There was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrections are being made to previously submitted h5 - labeled for single use and h6 - adverse event problem (health effect - impact code). This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.